Event description:
Customer reported chemo cytarabine leaked from IV set where the bag was clamped. The patient identified the leak when she realized her gown and bed were wet. Although requested, no additional patient details/event information was provided. No patient harm was reported and no medical intervention was required.

Manufacturer narrative:
(B)(4). The product was received for investigation. Evaluation results will be submitted in a follow up report.